Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The dual motor drive (dmd) board was installed into the system and first powered on with no issues. After ten power cycles, error 31046 occurred. This error indicates a dmd board in the ssc ergo drive has reported a problem. The complaint regarding the issue with adjusting the pedals was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported complaint is a component failure of the dmd board.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, it was impossible to adjust the ergo settings of the pedals on surgeon side cart (ssc) 2. The surgeon confirmed there was no motor noise present when the pedals were adjusted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and identified an error 31046 pointing to the dual motor drive (dmd) board. The tse informed the nurse that the ssc and the system were useable, but the ssc2 pedals position would stay in position until service repair. The customer reported that the procedure was to convert to laparoscopic due to patient anatomy and surgeon decision. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse was able to reproduce/confirm the customer reported complaint. The dual motor drive (dmd) board was replaced to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the dual motor drive (dmd) board be returned for evaluation; however, the device has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Event verification via the procedure logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system #(B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi fse's investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: complaint investigation confirmed that the field service engineer (fse) replaced the dual motor drive (dmd) board to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Potential system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.